Manufacturer narrative:
This report and the information submitted under this report do not constitute an admission that the device or church & dwight co., inc. Or any of its employees caused or contributed to the event described herein or that the event as reported to church & dwight actually occurred. Additional information: product components are manufactured at the following contract manufacturing locations. Since the consumer has not returned the product, we are unable to determine which exact product was used and at which location the particular product was manufactured. Heads are manufactured at the following location: (B)(6).

Event description:
The consumer alleges that while brushing his teeth one of the pieces of material on the toothbrush fell into the sink. He did not swallow it. We are reporting this based on the limited information and allegation of a malfunction (small part breakage) with the potential to cause serious injury (choking).